Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, vyaire medical technical support representative checked the unit with bio-med engineer and found that it is working properly according to specifications. The unit issue is no longer reproducible therefore, no root cause has been established.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 giving excessive volumes (vti- inhaled tidal volume/vte- expiratory tidal volume). There is no information for patient involvement associated with the event.